Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 btt short port could not hold the tunnel. Something was obstructing the co2 flow. The cannula distal insufflation was used instead of the btt short port. The hospital believes that the vein was injured during dissection due to the nonexistent tunnel. The vein was repaired and determined to be usable; however, the hospital felt that it was not in optimal condition. The hospital intends to return the btt short port.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).